Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the tissue was torn along the staple line. The surgeon made an add'l incision and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.